Event description:
Patient's grandmother reported the infusion device gave a vibra alert; she checked the infusion device and noticed the device was in stop mode. Grandmother stated the infusion device gave no alarm or error message before. Grandmother reported she started the infusion device again and at 3 pm the patient experienced an elevated blood glucose level of hi. Patient's mother will change the patient to the backup infusion device. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the elevated blood glucose level. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained, it will be provided in the supplemental report

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump passed all functional tests on the diagnostic test system and meets the specifications. The problem mentioned by the customer could not be reproduced.